Event description:
It was reported that during a laparascopic ventral hernia repair while testing the devices, the tips of both blades broke off. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.